Event description:
Boston scientific received information that this right atrial (ra) lead was part of a suspected perforation. The suture sleeve was loosened and the lead was laid in the pocket without being disconnected. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.